Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The electronics were checked and a faulty printed circuit board was noted. The unit was equipped with out dated software. The unit was found to have a bad scope socket resulting in no image. The legal manufacturer will perform a root cause analysis. The cause of the reported event cannot be determined at this time.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use, the clv-190 did not display an image. The endoscopic image was dark in the narrow band imaging (nbi) observation mode and it was changed to the normal observation mode. It is unknown if the examination lamp was old. The endoscope or light guide was connected to the output socket. The objective lens was not dirty. The video system center/and or light source cable was connected properly. The video system center was on. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint on the electrical contacts. There were no error or warning messages displayed. The camera was inspected prior and there were no abnormalities noted. The automatic brightness adjustment was active. There was no light coming from the examination light. The scheduled diagnostic colonoscopy procedure was completed with similar device. There was no patient injury or medical intervention required.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the report cause could not be determined we describe probable cause based on investigation result. The "presumptive cause" is as follows: no endoscopic image (180 scope combined) . Failure of the ap substrate and dr substrate has been confirmed. Since the corresponding substrate controls the 180 scope, it is inferred that a phenomenon in which there is no image occurred in the 180 scope combination. Damage of the video connector socket. Four years or more have passed since the device was delivered, and it is presumed that the cause was a failure due to repeated use for a long period, or the user attempted to pull out the video connector without lowering the unlock lever. Software version was not up to date. We assume that there was no opportunity to update the software because there was no problem with the previous version of the software."